Event description:
It was reported that the user added insulin to a partially filled cartridge, inserted it into the ilet pump without performing the rewind step, and briefly disconnected the infusion tubing from the body at the ¿trident¿ connector, after which the user experienced a low blood glucose of 56 mg/dl and self-treated with oral carbohydrates; a subsequent supply change was performed and the user was counseled on proper cartridge handling and hypoglycemia correction. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and return of blood glucose to range without medical intervention. Investigation included case review and user education. Investigation of this case revealed user handling concerns consistent with failure to perform the required rewind and re-priming after cartridge manipulation, with the potential for unintended insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.